Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient information: date of birth- unknown month and day in 1969. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: epoly 36mm rlc lnr mrom sz24, pn ep-105994, ln 882430, tprlc 133 mp type1 pps so 12.0, pn 51-106120, ln 3455265, delta ceramic fem hd 36/-3mm, pn 650-0660, ln 2015080065. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03263, 0001825034-2019-03264, 0001825034-2019-03265. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has experienced deep infection approximately 3 months after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.